Event description:
It was reported the patient has experienced cognitive changes since implant, hearing noises that are not present. Surgical intervention may take place to explant the system.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Medwatch received [mw5165619]. D10 - 'scs lead' therapy date corrected.

Event description:
Medwatch received mw5165619.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the product was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The reported issue was not confirmed. As received, device was inoperable, the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the explant procedure. Analysis of the device did not identify any anomalies that would contribute to the patient symptoms. Due to state of device ipg logs were not able to be extracted.